Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found the connector portion was returned in one piece measuring 28.8 cm. External insulation abrasions breaching the outer insulation were noted at 12.1-12.4 cm and 27.0 cm to 28.8 cm from the connector pin. Abrasions found were consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.